Manufacturer narrative:
(B)(4). Concomitant medical products - oxf twin-peg cmntd fem sm PMA, item 161469, lot 534130, therapy date - (B)(6) 2018, oxf anat brg lt md size 3 PMA, item 159547, lot 437530, therapy date - (B)(6) 2018. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor . Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00878 and 3002806535-2018-00879.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently the patient had a fall and was revised due to subsided tibia plate.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.